Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via mdi without requiring third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. It was noted that the customer was experiencing frequent occlusion issues and was referred for additional assistance.